Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was on the pneumatic tap. The customer was able to remove the o-ring and load a new cartridge to successfully resume insulin. Customer's blood glucose level was 223 mg/dl.